Manufacturer narrative:
Correction: d4 UDI # (the previous number is not the UDI #). H10: the actual devices were not available; however, seventy-three (73) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the samples met specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine on the sponge of forty-seven (47) minicaps. This issue was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.